Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening to the patient and the invisalign system aligners were being used at that time. Device not returned to manufacturer.

Event description:
The patient reported symptoms of acute urticarial (hives) on the neck/face, irritated lower lip, swollen lips and shortness of breath/difficulty breathing. The patient reported visiting a general physician due to the reported symptoms. The patient reported being prescribed zyrtec (antihistamine), allegra (antihistamine) and prednisone (ant-inflammatory) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently doing well. The treating doctor considered the event was life threatening to the patient.